Manufacturer narrative:
Concomitant medical products: 419388 lead, implanted: (B)(6) 2004; 5076-52 lead, implanted: (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pauses and pre-syncope. High thresholds, high pacing impedance, non-capture, oversensing, noise, and lead fracture were also reported. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.